Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. The pump had blank screen and no sound after battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings: during evaluation, the pump¿s history was unable to be downloaded and was unavailable for review. A visual inspection of the pump revealed evidence of moisture in the display. The pump failed a leak test due to a crack between the display and the pump¿s casing. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on with audible tones and vibrations. The display screen was blank. The pump cover was opened and evidence of moisture corrosion was found in the battery compartment and on the internal circuit board.